Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the v60 ventilator has an error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed and machine and proximal pressure sensors failed. The customer reported that the device was in clinical use at the time the reported issue was discovered; however, there was no patient harm.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site. Fse replaced the data acquisition to motor controller cable/motor controller bracket retrofit kit. Unit passed the electrical safety test. Multiple attempts were made to follow-up with the customer to obtain patient information; however, there was no response. If information is received at a later date, this complaint will be re-opened and update accordingly. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.